Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model #m-4800-01, serial #(B)(4)). (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia procedure with a thermocool sf nav catheter and a signal loss occurred. When the catheter was inserted into the patient, the 12 lead electrocardiogram (ECG) signals on the carto 3 system and the recording system would flat line and disappear with an odd spike pattern appearing like the product was being paced. A "limb lead disconnected" alert would then appear on the carto 3 system. All of the limb leads were verified to be properly adhered and connected and there was no magnetic wand over the pacemaker or in the field. The catheter cable was changed with no resolution. After the catheter was changed for another catheter with a different curve and a different lot number, the issue fully resolved and the case proceeded as desired. The procedure was completed without patient consequence. Upon request additional information was received on the event. The signal loss was observed on all ECG channels including intracardiac, body surface, carto 3 and recording system channels. The physician did not have any ECG signals available to monitor the patient&#38112;heart rhythm on any system. Therefore this event is indicative of a reportable event.

Manufacturer narrative:
In the 3500a initial it says the device was not received which is incorrect. The bwi failure analysis lab received the device for evaluation on 07/16/2015. The analysis has begun but is not completed at this time.when the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ischemic ventricular tachycardia procedure with a thermocool sf nav catheter and a signal loss occurred. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrode #5. Further examination revealed that lead wire #5 was broken causing the improper signal condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.